Event description:
A user facility reported that the lma has a leak in the bowl of the mask where the cuff is glued. The problem was noticed after the mask was in a patient and it would not remain inflated. It deflated twice so the physician removed the lma and used another. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation.